Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. To date, the device has not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for inspection, the issue cannot be confirmed. We are unable to identify the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hd autoclavable camera head was not producing an image during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.